Event description:
The physician was dissatisfied with the accuracy of the device. No pt impact was reported.

Manufacturer narrative:
Initial reporter: email address requested, but not provided. Additional device component: b6002201/0570-0212. The physician was unable to provide any example of inaccurate device reading; multiple requests have been made to provide further details on the complaint, but to date there has been no response.